Manufacturer narrative:
Bwi equipments in use: c3 serial #: (B)(4); stockert: st-0472; coolflow pump: 02612. (B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. (B)(4)

Event description:
It was reported that while mapping in the right ventricular outflow tract - (rvot), the patient suffered a pericardial effusion. No ablation had yet been performed. A blood pressure drop was noticed and effusion was confirmed with transthoracic echo. The procedure was aborted and a pericardiocentesis immediately performed. The patient's heart rate and blood pressure were stable at the time of the call the incident. Additional information was requested, but no response has been received.